Event description:
It was reported that the device that connected the subject device was broken. It dropped from the washing stand. The event occurred during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the outer tube was damaged the leakage current was inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device that connected the subject device was broken. It dropped from the washing stand. The event occurred during reprocessing and there were no reports of patient involvement.